Manufacturer narrative:
The impella device was not received from the customer; therefore, an investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Related medical device reports: this is one of two devices associated with the event. Refer to the related manufacturer report number(s) as noted in section h10.

Event description:
Pre-procedure documentation described a multimorbid patient with the last remaining coronary vessel requiring intervention. An impella cp was planned and implanted pre-percutaneous coronary intervention (pci) to provide mechanical circulatory support. During insertion via the common femoral artery, the first impella cp (sn (B)(6)) was noted to kink after passage through the peel-away introducer sheath. Vascular calcification had not been identified on fluoroscopy prior to insertion. The initial implant attempt was aborted, and a second impella cp (sn (B)(6)) was subsequently implanted successfully. The patient underwent high-risk pci to the left anterior descending and right coronary arteries, with vessel treatment including percutaneous transluminal coronary angioplasty and stent placement. After the procedure the impella cp pump 2 was successfully weaned, explanted, and the access site was closed without complication. Some minutes (exact timeframe unnoted) following explant and closure, the patient unexpectedly experienced cardiopulmonary arrest, required cardiopulmonary resuscitation, and expired in the cardiac catheterization laboratory. No additional clinical or procedural details regarding the event were noted. Based on the available information, the patient had underlying coronary artery disease and underwent complex high-risk pci involving the last remaining coronary vessel. Although the impella cp pump 2 had been successfully weaned and explanted prior to the cardiopulmonary arrest, the event occurred within [unknown] minutes of device removal during the same procedural setting. No device malfunction or performance issue has been reported for impella cp pump 2 at this time. However, given the temporal proximity to impella cp pump 2 support and explantation, the death is being reported on the impella cp pump 2.

Manufacturer narrative:
Additional information was received and noted the following: the exact time between device explant and cardiac arrest is unknown; however, it was estimated to be approximately 7¿10 minutes, as hospital documentation was unavailable. No immediate hemodynamic instability was observed following explant. The patient was reportedly awake, responsive, and normotensive during the initial 7¿10 minutes post-explant. Clinical deterioration then occurred suddenly without warning, progressing rapidly to cardiac arrest requiring resuscitation. Autopsy status remains unknown/pending, and the cause of death is currently undetermined. The clinical consultant reported no known vascular injury at the femoral access site. Regarding potential causality, it remains unclear and speculative whether removal of impella mcs unmasked or precipitated cardiovascular collapse, or whether withdrawal of support may have contributed to acute left ventricular failure. It is also undetermined whether the event is more consistent with underlying disease progression, a percutaneous coronary intervention complication, vascular complication, or a device-related complication, and it is unknown whether an autopsy was performed that could further clarify the cause.

Manufacturer narrative:
The device was not returned; therefore, evaluation and analysis could not be performed. A device history record review was conducted and confirmed the pump passed all post sterile inspection checks. The cause(s) of the reported cardiac arrest could not be determined due to insufficient clinical information. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation. Correction. D4 unique device identifier was updated, corrected accordingly.

Manufacturer narrative:
D4: catalog and serial corrected. H6: investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was returned for investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The root cause of the injury was not determined due to insufficient clinical details.